Event description:
It was reported that the customer's insulin pump had cracks, and they are unable to unscrew to the battery cap. Customer's blood glucose level at the time 583mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot, cracked battery tube threads, minor scratches on lcd window, cracked reservoir tube, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.